Manufacturer narrative:
Concomitant medical devices: -- 1845020: attachment 1845020 indigo otol angled, s/n (B)(4), lot 208777602 manufactured: 09/30/2014 -- 1845010: attachment 1845010 indigo otol straight, s/n (B)(4), lot 207076843 manufactured: 06/14/2013. Product evaluation: analysis results not available; devices forwarded to xomed for evaluation.

Event description:
It was reported that the handpiece and attachments are ¿heating up and making noise¿. This occurred ¿pre-op, during sterile set up¿ and it heated quickly, in ¿less than 1 minute¿. There was no patient impact; a backup drill was used for the procedure.

Manufacturer narrative:
Product evaluation: -- indigo (B)(4) drill: service and repair could not confirm the customer¿s report of overheating. Pre-repair temperature tests were performed. After running the device for 1 minute the temperatures were: temp 1 ¿ 82.5 degrees f, and, temp 2 ¿ 84.1 degrees f. There was no fault found with the device, which was successfully tested to manufacturing specifications. -- angled attachment (B)(4): service and repair could not confirm the customer¿s report of overheating. Pre-repair temperature tests were performed. After running the device for 1 minute the temperature was 83.5 degrees f. There was no fault found with the device, which was successfully tested to manufacturing specifications. -- straight attachment (B)(4): service and repair could not confirm the customer¿s report of overheating. Pre-repair temperature tests were performed. After running the device for 1 minute the temperature was 85.8 degrees f. There was no fault found with the device, which was successfully tested to manufacturing specifications. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.